Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, temporary complete heart block (chb) was noted. Subsequently, a permanent pacemaker was implanted the same day. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: the initial regulatory report 2025587-2017-01234 was submitted and inadvertently indicated that the report source was li terature. The correct report source was health professional and company rep. If information is provided in the future, a supplemental report will be issued.